Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.

Event description:
Customer reported 3 infusion sets leaked insulin and the cannulas did not appear to be properly inserted in the skin. No adverse event was reported. The alleged product was discarded and will not be returned for evaluation.